Event description:
The device was used during a bowel resection procedure. Reportedly, the staples did not form properly, the anvil disengaged, and the instrument was bent. The hosp has reported no pt injury occurred.